Event description:
The following observation was made with a cook fusion omni-tome sphincterotome during an endoscopy procedure the orientation was very bad in the shape of an s [incorrect cutting wire orientation]. It was impossible to use it. A section of the device did not remain did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of th catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal dip of the catheter. This obviates the need for manual formation. Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed tha the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assesment results as post market feedback continue to become available.